Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not using cartridge per IFU).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging multiple loss of primes. The reporter stated that the patient had a blood glucose (bg) of 565mg/dl with abdominal pain and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient is not using cartridge per IFU. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using cartridge per IFU.